Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, right atrial (ra) electromagnetic interference (emi) oversensed noise signals were observed. It was noted that patient was undergoing a procedure at the time of the device stored the oversensed atrial tachy response (atr) episodes. Ts discussed with the hcp programming options. At this time, the pacemaker remains in service. No adverse patient effects were reported.